Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a delaminated front panel. There was no information on patient involvement.

Manufacturer narrative:
Correction: manufacturer narrative. Investigation summary: the reported that the device had a delaminated front panel was confirmed through an external inspection. During the external inspection of the suspect pca, it was found that the keypad on the upper left side was delaminated. Failure to adhere to the manufacturing process requirements may result in contamination of bonding surfaces (e.g., oils from handling), improper seating of the keypad, or insufficient adhesion, ultimately leading to lifting or delamination defects. Quality engineering initiated quality alert qa-26-023 for delaminated pca keypad, placing all infusion pca modules under observation to monitor trends, ensure early detection, and prevent distribution of affected units. Preventive maintenance (pm) testing was performed on the pca. The pca failed the instrument inspection task due to a delaminated front panel; however, all other tasks were completed successfully with no observed errors or malfunctions. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual states that do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The event date and time of the event were not reported. A review of the pca error log showed no errors were recorded. The event log of the suspect pca showed the last infusion programmed on 17 july 2026 with a bd syringe 30 ml, volume of 26.6421 ml, pca only mode, rate of 75 ml/h and volume to be infused (vtbi) of 0.2 ml. There was no information on patient involvement. Root cause: the probable cause of the customer¿s report that the pca pumps had keypad lifting is being attributed to application of the keypad during the assembly to the front cover. These actions may include touching the bonding surfaces i.e plastic part or adhesive (introducing oils), repositioning of the keypad after initial contact with front cover, or improper burnishing of the keypad. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a delaminated front panel. There was no information on patient involvement.